Event description:
It was reported to candela corporation on (B)(6) 2011, that a female pt received laser hair removal treatment on her underarms and reported burns on the treated area. The pt was reported to have gone to te emergency room the night after the treatment and claimed to have first degree burns.

Manufacturer narrative:
The unit that was utilized for this treatment was loaned to the user site, since the unit that the user site owned was being repaired. The product device history record and service history for the loaned unit were reviewed (B)(6) 2011 with no conclusions made. The treatment parameters reportedly used by the operator were: 18 mm spot size, 3 ms pulse duration, (B)(6) dcd setting which are within the parameters for skin type IV, which the user site believed was the skin type of the pt.